Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement. The procedure was successfully completed with another device. No pt injuries or complications were reported.